Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6); reported here as the initial reporter facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0406 captures the reportable event of balloon deformed. Block h11: investigation results. The returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 10 mm from the tip of the device, and the balloon with irregular shape was found. Media analysis was performed based on the photo provided by the complainant that shows the inflated balloon with irregular shape. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon irregular shape was confirmed. The results of the analysis performed on the returned device found that the balloon exhibited an irregular shape. This condition is likely attributable to procedural factors, such as excessive pressure, interaction with other devices, or possible contact with a sharp surface during or prior to the procedure. On the other hand, the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. Although the irregular balloon shape suggests the possibility of damage, the available evidence does not confirm the burst. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, after the balloon was slowly pressurized, it was found that the balloon was ruptured 3 atm (12 mm). It was reported that no piece of the balloon detached inside the patient. Additionally, a photo of the complaint device was provided and showed an inflated balloon with irregular shape. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, after the balloon was slowly pressurized, it was found that the balloon was ruptured 3 atm (12 mm). It was reported that no piece of the balloon detached inside the patient. Additionally, a photo of the complaint device was provided and showed an inflated balloon with irregular shape. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name is first affiliated hospital of (B)(6). Reported here as the initial reporter facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0406 captures the reportable event of balloon deformed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, after the balloon was slowly pressurized, it was found that the balloon was ruptured 3 atm (12 mm). It was reported that no piece of the balloon detached inside the patient. Additionally, a photo of the complaint device was provided and showed an inflated balloon with irregular shape. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name is first affiliated hospital of zhejiang university school of medicine; reported here as the initial reporter facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0406 captures the reportable event of balloon deformed. Block h11: investigation results the cre pro wireguided dilatation balloon device was not returned; however, a media analysis was performed based on the photo provided by the complainant that shows the inflated balloon with irregular shape. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon irregular shape was confirmed. According to the media analysis performed, it was found that the balloon exhibited an irregular shape. This condition is likely attributable to procedural factors, such as excessive pressure, interaction with other devices, or possible contact with a sharp surface during or prior to the procedure. On the other hand, the reported event of balloon burst could not be confirmed. Although the irregular balloon shape suggests the possibility of damage, the available evidence does not confirm the burst. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.